Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that reported the patient had been experiencing on-off therapy for the last 3-4 months. The patient had a loss of therapy, gradual and intermittent. A rotor study was not done. A dye study was performed and they wee unable to retrieve csf (cerebral spinal fluid). The drug administered via the pump was noted as lioresal which is discrepant with previously reported information. No further complications were reported regarding the event.

Event description:
Additional information was received from the healthcare provider (hcp) on 2020-jul-01. The hcp reported that the patient's motor stall recovered about a half hour after their call with pats when they reinterrogated the pump. The hcp also confirmed that the patient did not hear the pump alarm, but noted that the patient was deaf in one ear. The hcp reported that they could hear it when they saw the patient and the patient could hear the alarm after they were seen by the hcp. The patient's weight was unknown at the time of the event. The hcp also reported that they did not see any volume discrepancies with the pump though, according to the hcp, the pump is usually off by 1 or 2 ml during refills. Despite the lack of a volume discrepancy, the patient was still complaining of increased spasticity and pain. The hcp checked the side port and they were unable to aspirate. The hcp suspected that the catheter was disconnected and a dye study was scheduled for (B)(6) 2020. The hcp stated that they initially thought the patient's symptoms were due to the motor stall, but now felt that the symptoms were due to the possible disconnected catheter. The hcp reported that they had already alerted a surgeon and that a medtronic rep would be present for the dye study. No further complications were reported.

Manufacturer narrative:
Section d refers to the main device, other concomitant products include: product ID: 8781, lot#/serial#: (B)(6), implanted: (B)(6) 2016, product type: catheter. Product ID: 8781, lot#/ serial#: (B)(6), implanted: (B)(6) 2016, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The type of reportable event has been updated from being a reportable malfunction to now a reportable serious injury. The previously applied device codes c63110 and c63223 are no longer applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding if the healthcare provider (hcp) had any further information on the pump being off by 1 or 2 ml at refilled it was clarified that there were no discrepancies in the past refills. Regarding the results of the dye study, the interventional radiologist was unable to aspirate any drug or cerebrospinal fluid from the catheter access port. Regarding the if the catheter was confirmed to be disconnected, it was clarified that the catheter had appeared to be connected to the pump. The patient was being referred to a surgeon for surgical catheter revision. It was further noted that perhaps they would be explanting and re-implanting a new catheter to ensure patency. It was to be determined if any explanted device would be returned to the manufacturer for analysis as no surgical date was scheduled as this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving 1000 mcg/ml of gablofen at 126 mcg/day via an implantable pump for intractable spasticity. On (B)(6) 2020, it was reported that the patient had been having mild withdrawal symptoms following an MRI on (B)(6) 2020. The patient was experiencing pain, sleeplessness, spasms at night. The hcp interrogated the pump and it showed a stall that occurred on (B)(6) 2020 at 8:27 am, which was around when the patient had their MRI. According to the hcp, the patient had not heard any alarms, but the hcp heard the pump alarm. The pump was reinterrogated and the logs were checked again a couple of times, but no recovery was seen. No further complications were reported.

Manufacturer narrative:
Analysis of the pump revealed no significant anomaly; pump motor 0-ring wear. Analysis of the catheter revealed no significant anomaly; sc connector damaged at explant. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.